Manufacturer narrative:
(B)(4). It was reported a few hours after an idiopathic ventricular tachycardia - left (l-idvt) premature ventricular contraction (pvc) procedure, the patient died. The surgeon believed that the patient was bleeding from an area other than the thoracic cavity. The patient displayed really low blood pressure and that attempts were made to resuscitate the patient but they were not successful. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the death remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported a few hours after an idiopathic ventricular tachycardia - left (l-idvt) premature ventricular contraction (pvc) procedure, the patient died. The surgeon believed that the patient was bleeding from an area other than the thoracic cavity. The patient displayed really low blood pressure and that attempts were made to resuscitate the patient but they were not successful. Upon request, the bwi field representative provided additional information on the event. Nearing the end of the procedure, the blood pressure cuff displayed a pressure in the 60¿s. The physician started an ia pressure which read 160¿s. The procedure was completed. The bwi field representative left the site while the physician was completing his report and the staff was preparing to pull the catheters and sheaths. Upon arrival the next morning, the ep staff informed the bwi field representative that the patient coded shortly after 6 p.m.. CPR was performed. The thoracic surgeon was in attendance. The ep staff reported that the thoracic surgeon opened the patient¿s chest and stated that the problem was not in the thoracic cavity. The patient died. The causality of the adverse event was possibly procedure related. The physician was not sure if the event¿s causality was due to the bwi product.

Manufacturer narrative:
Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); coolflow pump, model #:m-5491-02, serial #: (B)(4).

Manufacturer narrative:
The physician provided additional information on the event. The patient was an (B)(6) male. The left ventricular outflow tract (lvot) was burned as well as the base of the left ventricle inferior. No post mortem was performed. The patient died from acute blood loss. Perhaps a gi source. There were no issues with the catheter. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
The lot number reported in the initial report was unknown d-1317-05-s. The lot number has been identified as 15884722l. The device history record (DHR) review was included in supplemental #2. (B)(4).